Manufacturer narrative:
The device has been received for analysis. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported during a follow-up check that the device was exhibiting premature battery depletion. The device's longevity was showing 2 years remaining. Another device check was performed a few weeks later, and the longevity was showing only 1 year remaining. Subsequently, the device was explanted. No additional adverse effects to the patient were reported. The device has been received for analysis, and the investigation is currently in progress.

Event description:
It was reported that premature battery depletion was suspected. The device's battery longevity had decreased by one year within a short period of time. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.